Event description:
During the procedure, the enterprise vrd (enf452812/10106605) was difficult to navigate, and it was stuck inside microcatheter. After the enterprise was stuck, both devices, the enterprise and renegade 27 microcatheter, were removed as a unit, since there was no prowler select plus available. All labeling guidelines were follow for insertion of the enterprise into the y connector, and a constant and dedicated heparinized saline source was used at all times. The microcatheter distal tip was re-shaped with the shaping mandrel, steam, and without any damages noted. After the event, other than the reported event, no other damages were noted on the device (enterprise delivery system/distal tip unraveled, stretched, kink, bend, fracture, separated, etc), or stent (strut uplift or deformed, etc) or microcatheter, since the enterprise stuck in microcatheter. The target site was the (ica) internal cerebral artery that measure proximally 2.6mm and distally 2.3mm. There was no adverse event reported and the component will be return for analysis.

Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10106605. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt

Manufacturer narrative:
During the procedure, the enterprise vrd (enf452812/10106605) was difficult to navigate, and it was stuck inside microcatheter. After the enterprise was stuck, the enterprise and renegade 27 microcatheter (prowler select plus not available) were removed as a unit. All labeling guidelines were follow for insertion of the enterprise into the y connector, and a constant and dedicated heparinized saline source was used at all times. The microcatheter distal tip was re-shaped with the shaping mandrel, steam, and without any damages noted. After the event, other than the reported event, no other damages were noted on the device (enterprise delivery system/distal tip (unraveled, stretched, kink, bend, fracture, separated, etc), or stent (strut uplift or deformed, etc) or microcatheter, since the enterprise stuck in microcatheter. The target site was the (ica) internal cerebral artery that measure proximally 2.6mm and distally 2.3mm. There was no adverse event reported and the component will be return for analysis. One non sterile stent and introducer tube from an enterprise vrd and delivery were received inside a plastic bag. Also, an unknown device was received inserted in the received introducer tube. Neither the enterprise delivery wire nor the involved microcatheter was received. The enterprise stent was observed under a microscope and no anomalies were observed. The functional analysis could not be performed due the stent was returned deployed and neither the enterprise delivery wire nor the involved micro catheter were received. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10106605. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The stent did not present any damages. The delivery system was not returned for analysis; therefore, no functional testing could be performed. Without the complete device or microcatheter used during the case, the event could not be confirmed. Additionally, the labeling instructs the use of compatible microcatheter. Therefore, the use of a non-compatible microcatheter may have contributed to the event. Neither the DHR review nor the product analysis suggests that the reported event is related to any manufacturing issues; therefore, no actions will be taken at this time.